Event description:
It was reported to philips that the system's x-ray tube was not working, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.